Event description:
It was reported that the anesthesia workstation failed the sub tests pressure transducer test and the auto ventilation leakage test during the system check out. A technical alarm indicating a pressure transducer error was generated. (B)(4).

Manufacturer narrative:
No part has been returned for investigation despite requests. The received logs suggest that there is a malfunction in the expiratory pressure transducer board (pc1781) that caused the reported issues. A drift of the expiratory pressure transducer offset can be seen. Since the requested pc1781 expiratory pressure transducer was not returned for investigation, the true cause of the issues has not been determined.

Event description:
Manufacturer´s ref: # 261183.